Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. After implant, the patient experienced issues with communication between the implantable pulse generator (ipg) and the external therapy discs. It was determined that the ipg had migrated to a position that caused poor communication. Surgical revision was performed on (B)(6) 2022 to move the ipg to a more optimal location and restore therapy.

Manufacturer narrative:
Review of records found no previous or subsequent issues for this patient. Migration of the ipg is a known inherent risk of implantable neuromodulation systems.